Event description:
Caller alleged false negative tni (troponin) results. Results as follows: edta whole blood sample was collected from a pt and tested in the pathology laboratory on their triage meter pro using the triage troponin I test with a result of 0.33ng/ml obtained. The laboratory advised that emd noted signs of cardiac changes on the pt's ECG. The laboratory advised that the pt was then shipped out and transported to another hospital for further treatment. The laboratory uses a cut-off of greater than or equal to 0.03ng/ml as a positive result. The emd uses a cut-off of greater than or equal to 0.40ng/ml as a positive result. Pathology does not routinely look after the emd triage, and do not believe that liquid quality control is routinely run. Pathology have since insisted that emd obtain lqc material and have run lqc on their new lot of sob reagent. Customer advised that liquid qc was run on the existing cassettes and indicated that all results were within 1sd.

Manufacturer narrative:
Product support previously conducted testing of lot w48959 with another case. No false negative result or low bias in tni recovery was observed with any sample. Product support conducted testing of sob w48959 with calibrator z (negative control), calibrator h (positive control), and two normal (apparently healthy) whole blood (edta) donors. No high or low bias, false positive, or false negative result was observed with any sample. No error codes or device issues were observed. All data points with cal z were below the manufacturing threshold of 0.05ng/ml. All data points with both donor wb samples were below the manufacturing threshold of 0.05ng/ml. No data points with cal h were above the manufacturing 2sd range and the % recovery was within the manufacturing final release specifications. The customer complaint of a false negative result was not observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. (B)(4). Corrective action not required at this time.